Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records consisted of an implant op report only and multiple physical therapy notes. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on medical records provided to davol by the patient's attorney: on (B)(6) 2013 - patient was diagnosed with grade 2 vaginal vault prolapse and underwent a laparoscopic robotic assisted abdominal sacrocolpopexy with implant of a bard/davol flat mesh. On (B)(6) 2014 - patient treated by physical therapy for pelvic pain and a feeling of heaviness in her lower abdominal area due to "a long history of urogynecological surgeries." The patient complained of frequency of urination at night.